Manufacturer narrative:
Exact date unknown, event occurred since the previous revision procedure in (B)(6) 2020. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: (B)(4), model: sc-8216-50, serial: (B)(4), batch: 14308301.

Event description:
It was reported that patient had an infection at the pocket site that never quite healed. The patient underwent an explant procedure and was placed on antibiotics. The explanted devices were discarded.